Event description:
Surgeon had two locking arm failures today in one case. It was a one level acdf. He used variable screws and the fixed drill. The fourth and final locking arm failed to snap over the screw. The tab bent down, and the plate was no longer useable. He extracted the plate inserted a new plate, this time with the rescue screws. He experienced the same failure with the second plate. He had to remove this plate as well. He finally had success with his third plate.